Event description:
Middle-aged male patient with a perforated sigmoid diverticulitis underwent an exploratory laparotomy with sigmoid colectomy with primary anastomosis and takedown of the splenic flexure. Per report by operating room (or) staff, the echelon flex 60 stapler was being used to cut through the patient's colon when the stapler misfired. It was clamped on the patient's tissue and it became stuck. The doctor had to unlock the stapler to get it free from the patient's tissue. Another stapler was then used to complete the procedure. Manufacturer response for surgical, echelonflex 60 articulating endoscopic linear cutter (per site reporter): the vendor rep was notified. He stated this would be reported. No further information is available at the time of this report.